Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular lead. No changes or interventions were performed. There were no patient consequences.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular lead. No changes or interventions were performed. There were no patient consequences.

Event description:
New information notes that on (B)(6) 2022, the physician elected to cap and replace the right ventricular (rv) lead. Patient condition is stable.